Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to noise. Noise was first exhibited in (B)(6) of 2017. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into 3 segments. All fragments were received for analysis. An extraction aid was found in the distal lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. Approximately 19cm distal to the is-1 connector pin the lead body was found squeezed and damaged. In this region the outer conductor coil was found fractured. The above mentioned damages are assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further cuts into the insulation were found 12cm distal to the is-1 connector pin, which most likely resulted from the surgery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.